Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (neck-down) at distal end of terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead was difficult to be placed. After multiple turns the helix was able to extend. Several turns were performed to retract the helix for reposition, then the helix would not extend. Ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.